Event description:
It was reported that during preparation for a biliary stenting procedure the tip of the delivery system was deteriorating. The place hit wallstent was opened and flushed per the dfu. The radiologist noted that the white tip of the delivery system had deteriorated and appeared to be broken or flaking away. The device was not used and the procedure was completed with another of the same device with no patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. A visual examination of the returned device found that the stent was fully mounted and that the tip was not complete. Only a small portion of the tip was still visible, this is the portion of the tip which is bonded to the inner tubing. It was unclear initially whether the material visible was indeed degraded tip material or the remains of a foreign material or contaminant which was left following tip detachment. Ftir (fourier transform infra-red) analysis was carried out on the tip material. Ftir analysis produces a graphic profile of the material content at a molecular level based on its reaction to a concentrated infrared beam. The tip was found to have a similar material content profile to an identical unused tip taken from production stock for comparative purposes. The difference in the material profile of the tip from the returned device when compared to the unused tip, was consistent with degradation of the material. However, there were no unusual peaks to indicate the presence of any foreign material. Further experimentation found that exposure of the tip to a chemical solvent; tetrahydranfuran (thf) gave a similar ftir profile and physical profile to the tip on the complaint unit. No possible source of such chemical contamination has been identified by boston scientific corporation (bsc) within the manufacturing or storage life cycle of the product while under bsc's control. The most probable root cause was unable to be determined.